Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half-height drawer 4.1 was hard to pull out and required replacement with a new drawer. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 4.1 was hard to pull out and required replacement with a new drawer. A field service engineer (fse) evaluated the issue and confirmed that main drawer 6 was unable to recover, although the drawer railings were found to be in good condition and did not require replacement. The fse identified that the noise was caused by the rail protector rubber being out of position and corrected this by adjusting it, which eliminated the noise. The fse also determined that the cubie issue was resolved by deleting and reloading it, a step carried out by the customer, after which no further recovery errors were observed. The fse confirmed that no replacement of the cubie or tray was required and that the issue was fully resolved. The system functioned as intended after the field service engineer repaired the device.